Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal 200mcg/ml at 525.1 mcg via an implantable pump. On (B)(6) 2020 it was reported that the patient had an infection in the pump pocket. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient had the total system removed. Per the reporter, the patient¿s mother wanted everything removed until the infection was gone and mentioned that later down the line she may consider implanting another pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.